Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection identified both a non-original equipment manufacturer battery and power cord. Review of the event history log showed an occurrence of a "battery communication timeout" alarm message. Functional testing was performed and the pump exhibited a "battery communication timeout" error message at power up. The error message occured with the testing battery as well. It was found that all battery values were zero. The investigation determined that the interconnect board not operating as intended was the cause of the reported issue. However, no visible damage was observed on the board. It was recommended that the interconnect board be replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump is giving battery communication time out. Not recognizing the battery meter. No patient or clinical injury.